Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead dislodged into the right atrium. The lead had coiled in the device pocket. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.